Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level and as a result, the customer was unable to self-treat due to unspecified symptoms. The customer reported having contact with a healthcare professional who obtained a blood glucose reading of "30 or 35 mg/dl" on their meter and provided unspecified intravenous medication for the treatment of hypoglycemia diagnosis. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date customer reported "readings first 2 weeks of october" as the awareness of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.